Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. As a result of checking the delivery record, we assumed the lot number was 8xk. The manufacturing record of the assumed lot was reviewed and found no irregularities. From the reported information, we presume that the reported perforation was not due to the malfunction of the device, but occurred as a general complications of the procedure. The instruction manual of the device has already warned as follows; do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view or in the x-ray image, do not use it. Doing so could cause patient injury, such as hemorrhages or mucous membrane damage. Do not advance the instrument abruptly, and do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as hemorrhages or mucous membrane damage, and could damage the endoscope and/or instrument. Do not apply the distal end of the insertion portion to body cavity tissues with an excessive force. Also do not attempt to collect a large sample by applying the distal end of the insertion portion in the body cavity with an excessive force. Otherwise, hemorrhages and/or mucosal damage may result. When collecting a sample, always try to collect the minimum required quantity.

Event description:
During a lung examination, the subject device was used. In the procedure, the bronchus and lung were perforated. After the procedure, it was found that the patient became a pneumothorax by x-ray and CT. Patient received additional treatment for pneumothorax. This is the report regarding the perforation.